Event description:
Customer contacted beckman coulter inc to report discrepant tnldx patient results on their dxi 600. The customer reran both samples because the initial results did not match the patient's clinical history. No erroneous results were released to the physician. The rerun results did match and were reported.

Manufacturer narrative:
A field service engineer was dispatched on (B)(4) 2013. The fse evaluated the instrument and performed several precision runs. He could not find anything wrong with the instrument. The customer continued seeing discrepant results and called again on (B)(4) 2013, so a specialist was dispatched on (B)(4) 2013. The hardware specialist noted additional discrepant results (see attachment). He found a crack in the manifold fitting and replaced it, resolving the issue. The manufacturer's reference # for this event is (B)(4).